Manufacturer narrative:
The monitor sn (B)(4) and electrode belt sn (B)(4) were returned and evaluated at the distributor. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction. The distributor functionality testing confirmed that the device was fully functional. The monitor and electrode belt pulse delivery and ECG acquisition circuitry was fully functional. There was no device malfunction contributing to the patient death.

Event description:
A us distributor contacted zoll and reported that the patient passed away on (b)6) 2017. Device download data revealed that the patient was treated three times during the event. The patient was at home at the time of the event. The lifevest detected vt at 02:53:47. Between 02:54:24 and 02:55:11 the lifevest delivered three appropriate treatments during vt/vf. The treatments were unable to convert the patient's arrhythmia. Paramedics arrived and transported the patient to the hospital. One non-lifevest shock was delivered 03:23:32. The rhythm at the time of the external defibrillation was obscured by CPR artifact. The post-shock rhythm was asystole. The lifevest electrode belt was disconnected at 03:24:23. The patient subsequently passed away. The lifevest functioned as designed but was unable to convert the patient's arrhythmia.